Event description:
It was reported that the patient's ipg reached end of life. It is unknown if this occurred prematurely. Next course of action is undetermined at this time.

Manufacturer narrative:
Information requested, but not yet received.

Manufacturer narrative:
The patient's weight was inadvertently omitted from previous regulatory report [regulatory report number MDR-2023-49037-01]. A patient experiencing an inoperable ipg was reported to abbott. No intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Additional information indicates that surgical intervention may be undertaken at a later date to address the issue.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.